Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined. (B)(4).

Event description:
Information received from the (B)(6) clinical trial, subject: (B)(6). On (B)(6) 2014, the patient was randomized to IV tpa + solitaire fr and treated. Post procedure, the patient had hemorrhagic transformation stroke that resolved on (B)(6) 2014 and it was considered procedure related. On (B)(6) 2014, the patient also had dysphagia and the event was ongoing. The relationship to the device was unknown.